Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced mechanical issues with an inflatable penile prosthesis (ipp). A surgical procedure was performed in which air was seen in the pump as there appeared to be fluid loss from an undetermined location. Upon testing of the components, no failures were identified on the pump and cylinders. However, the results were inconclusive for the reservoir. The physician determined that a the loss of fluid was likely to be related to the reservoir and opted to implant a new component. The previous reservoir was left in place on the right side of the patient. The procedure was completed with no clinical consequences to the patient. Following the intervention, the device was tested with a positive outcome.